Manufacturer narrative:
Tracking #.58038/a. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported a tx60b was used during a ileocecal resection. It was reported by the affiliate the tip of the tissue was not stapled, so there was some leakage. Surgeon sutured the tissue. There was no consequence to the pt.